Event description:
(B)(4) is the initial importer of the device which is a bed. The weld broke and the frame came loose from the headboard. The bed slid into the wall causing the occupant to hit her head. The headboard then feel forward on top of her. Incident exacerbated her rheumatoid arthritis. Patient has heat applied to her back before sleep.